Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer could not control the numbers while delivering a bolus. The customer's blood glucose was 80 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch. Moisture damage was noted on the keypad traces. No ramping number anomaly was noted on the display.